Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00091. A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. Valve obstruction was suspected and on (B)(6) 2022, the valve and the ventricular catheter were removed and replaced.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The ventricular catheter (ID 823041) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.